Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system would not turn on, that the motor was burned out and they have tried different outlets. It was noted that the patient had been using this product more than 90 days.

Event description:
It was reported that the purewick urine collection system would not turn on, that the motor was burned out and they have tried different outlets. It was noted that the patient had been using this product more than 90 days.

Manufacturer narrative:
The reported event was unconfirmed because the reported event could not be reproduced. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. Based on the results of the investigation no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.